Manufacturer narrative:
It was reported false positive result was displayed with an innova antigen test as the pcr test result was negative. User handling may have contributed to the event. Possible contributing factors of this false positive result are: excess protein was brought in during sampling or the sample was too viscous. The production records, product inspection records and material inspection records were checked confirming batch records are qualified. It is recommended that the testing kit must be operated according to the specimen collection and assay methods in the body of the instructions for use and additionally, the kit should be used immediately after opening. The reported event could not be confirmed.

Event description:
It was reported by the patient that false positive result was displayed with an innova antigen test as the pcr test result was negative. Seven out of seven lateral flow tests were positive. In (B)(6) the first test was taken and displayed a positive result. Pcr test was arranged for that day and the result received two days later was negative for covid-19. The patient was mildly symptomatic (tickly throat, slightly breathless) and repeated the innova lateral flow test same day first pcr negative test result received. This result was positive. The second pcr test was taken as advised by occupational health and the result received two days later was negative. The patient was advised to discontinue testing the later flow test and however, completed testing with the later flow test four additional times out of curiosity. All four tests displayed positive result. The patient also completed an innova antigen test from a batch of his partner who is also a (B)(6) employee and this test displayed a positive result.